Manufacturer narrative:
Review of provided logs revealed two technical error codes indicating airway pressure sensor error on 06/16/2021. No information was received about how the problem was solved. The customer did not request a service and no parts have been reported as replaced for this issue. Since no parts have been reported as replaced or returned for the two technical error codes, the root cause has not been determined.

Event description:
It was reported that the anesthesia workstation generated two technical error codes indicating airway pressure sensor error. Patient involvement is unknown. Manufacturer's reference #: (B)(4).